Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a type iii endoleak related to another manufacturer's stent graft approximately four weeks ago. The other manufacturer's stent graft was implanted approximately two years ago. The decision was made to implant the endurant aui and an extension from the right side and an occluder from the left side. The other manufacturer's bifurcated stent graft was "stapled" in place in the infrarenal neck using 4 aptus screws. After injecting contrast the exact placement of the aui was defined by marking the lowest renal on the monitor. After approximately 30 mm of the stent graft was deployed, the suprarenal stent crowns were released. During release of the suprarenal stent crowns, it was noticed that 2 stent crowns were entangled. At that time it was decided to further deploy the endurant aui stent graft and address the stent crowns afterwards. After the difficult retrieval of the delivery system, the physicians tried to untangle the 2 stent crowns with a reliant balloon. At a later stage two reliant balloons were attempted; however this was unsuccessful. Ballooning was attempted above, below and in between the suprarenal stent crowns. After a control angiogram was performed it was decided that the outflow and the infrarenal sealing was sufficient and the suprarenal stent crowns were left entangled. After the procedure the delivery system was inspected and a small (inside-out) pinhole was observed just below the marker band. It was believed that one of the anchoring pins may have perforated the outer sheath; perhaps causing the non-deployment of the suprarenal stent crowns. No clinical sequelae were reported and the patient is fine. Review of returned angio images at implant show that the endurant was placed within the angulated (approximately 50 degrees) proximal portion of a previously implanted stent graft from another manufacturer which is stapled in place. Prior to suprarenal stent deployment the endurant tip is biased against the left aortic wall; the suprarenal stents of the other manufacturer's stent graft also appeared not fully expanded on the left aortic wall. No images during release of the suprarenal stents were provided; therefore, the exact cause could not be determined. Post-release show that at least 2 suprarenal stents have become entangled with each other, and possibly with the other manufacturer's suprarenal stents and anchoring barbs. Post-ballooning is performed; the entanglement was still evident, but no obvious endoleak was observed from the images provided the cause of the entanglement is unknown; however, implanting within an angulated stent graft from another manufacturer likely contributed. Please note that this model number enuf3214c105ee is not approved in the united states; however, it is similar to the enbf3216c124e which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: (removal difficulty). (Another manufacturer's stent graft that was "stapled" in the infrarenal neck using screws). (Deployment of suprarenal stent prior to main body being deployed). Evaluation conclusion: (another manufacturer's stent graft that was "stapled" in the infrarenal neck using screws). (Deployment of suprarenal stent prior to main body being deployed).